Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("e-free") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (I was essure free). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2018: upon internal review event complication associated with device was deleted and reporter lawyer added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("complication associated with device"). The patient was treated with surgery (I was essure free). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.